Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify motor position encoder error alarm in alarm screen due to motor error alarms. The insulin pump had a scratched display window. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a motor error alarm. The customer's blood glucose was 504 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the manual injections. The customer's mother stated that they were unable to rewind the insulin pump. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.